Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 320 (mg/dl). Customer discontinued use of the pump and administered an injection of long acting insulin to treat bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to contact health care provider to discuss diabetes management and to contact tandem technical support once pump use is reinstated. Contact acknowledged.